Event description:
It is reported that the impactor pad fractured during the impaction of the femur component.

Manufacturer narrative:
Eval: as returned, a portion of the impact pad has fractured off. Impactors or impactor heads should be replaced when the part is no longer functioning due to the number of impactions sustained throughout the lifetime of the device. No lot number was provided; therefore, device history records could not be reviewed. Consequently, a field age could not be determined.